Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 146 mg/dl. The customer reported that there was condensation inside the reservoir compartment of the insulin pump. Troubleshooting was done. The customer reported that there was no liquid inside the reservoir compartment of the insulin pump but does see a little condensation in between the o-rings of the reservoir. The customer described the condensation as a foggy substance. The customer reported seeing the same foggy substance inside the reservoir of the insulin pump. The customer was advised that the substance was the lubricant and was normal. No additional information was provided.